Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies and that the sensor had signal issues. The blood glucose reading was 2.9 mmol/l. The customer stated that the transmitter did not flash green once connected to the sensor. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.